Manufacturer narrative:
(B)(4) 2013: analysis from the manufacturer is pending.

Event description:
According to (B)(4), sorin crm USA inc. Sales representative, this device was removed on (B)(6) 2013 due to some noise and a ventricular pause. The ventricular lead, an elapassp758, had an impedence less than 200 ohms. While implanting a new lead the physician noticed that when he moved the device around it created some noise and a ventricular pause. The surgeon could not make a firm determination as to the cause of the noise and ventricular pause, so he elected to replace the generator with a new reply dr. The original ventricular lead was capped.